Event description:
During servicing of this unit the service technician reported that the display has intermittent lost of power going to the display, the display was blinking on an off. The service technician reported that the unit was not in use on patient.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the u16 pin 1 internal shorted to pin 8 (gnd) on the power management pcba created the 1007 error code vent inop. And blank display.